Event description:
It was reported the doctor was performing a laparoscopic hemicolectomy. It was reported the footswitch wouldn't activate the handpiece. The dr thought the device was the issue and tried a different one. When the doctor received an error 5 instrument error, the doctor decided to use their generator with the second device and the case continued with no pt consequence. The sales rep tested his demo footswitch and found the footswitch cable was black and would operate only on min and would receive a footswitch error 6.